Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The powered handle was able to fire but the staple line was formed incompletely at the proximal end. To correct the incomplete staple line, the duodenum was resected with another reload. No known impact or consequence to the patient.